Event description:
Pt has saline breast implants and developed a diffuse large b cell lymphoma 10-15 years after they were put in. The lymphoma occurred in the intra-mammary lymph system. Dates of use: 15 years. Reason for use: cosmetic.